Event description:
According to the attached medwatch report, "a 5 - 10 minute delay to defib patient due to initial fast patch unable to stick to hairy chest. Developed arcing of electrical energy resulting in burning hair. Believe burn occurred because of user error."